Manufacturer narrative:
Company representative verified the reported issues. Corrections included recalibration of gas module and also sending the passport 2 monitor for repair for the display issue.

Event description:
Customer reported issues with the passport 2 monitor's display, which may have affected patient monitoring. No patient injury was reported. Customer reported issue with gas module iii, which may have affected gas monitoring. No patient injury was reported.